Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came to the hospital due to black stools where the pt has a gi bleed. The pt's coumadin and aspirin have been discontinued until further notice. The pt is being monitored with weekly inrs.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.